Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1; date of submission: 11/02/2016. The device has been returned and evaluated by product analysis on 10/15/2016 with the following findings. A review of the alarm history showed three 007 eeprom read failures for a memory error. The rewind, load, and prime steps were performed successfully. The pump was tested for 24 hours and no alarms were emitted. The pump cover was removed to find no evidence of internal moisture. No damage to the internal components or printed circuit board was found. The original complaint was confirmed in the pump history but not duplicated during testing. (B)(4).